Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information reported. Device returned to manufacturer.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va0lw7n, implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a patient, via a manufacturing representative (rep), who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was experiencing a loss of therapy, which caused her to turn up her device and run it at a high amplitude. The patient had 2 falls. An x-ray was taken. The lead was no longer in the foramen; therefore the patient was not receiving the therapy. The lead and battery were explanted and replaced. The issue was resolved at the time of this report.

Manufacturer narrative:
Analysis concluded the stim lead ((B)(4)) #0 conductor was broken 4.2cm from the distal end of the lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.